Manufacturer narrative:
Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they kept having reoccurring infections and that their health care provider (hcp) was questioning if the battery wasn't working properly and causing the patient's infections. The patient stated until the infections started around 3 months ago, they hadn't been having a problem. Patient services asked the patient if they'd always had infections prior to getting the therapy and the patient stated they used to have urgency and that they had been going to the bathroom every 15 minutes and that right now, they were going every 2 hours during the night, which they thought was most annoying and that they didn't get any sleep. The patient stated they told their doctor that prior to the infections, the therapy had helped at least 50% or greater but that they'd been given another prescription for their infections, that they'd gone through 4 already and none of them worked for them, which was why they thought something could be wrong with the battery. Patient services reviewed the device longevity factors with the patient and suggested that due to the age of the device, the ins battery could have depleted and offered to assist the patient to see if they could connect to their settings. However the patient wasn't able to connect without assistance as it was difficult to reach behind their back. The patient stated their family member would usually help them so they would call back when they had their family member to assist them in trying to connect. The patient stated that the last time they'd had their system checked around 7 months ago and they were told that they had about another year left. Patient services reviewed that if the patient called back and they weren't able to connect, that might indicate the ins battery was depleted. The patient stated they'd call back when their family member was available to assist. They noted that their hcp wasn't as familiar with the therapy so patient services suggested the hcp could page a [manufacturer] representative to the appointment the next time the patient had an appointment.

Event description:
Additional information received from the patient. It was reported that the cause of the reoccurring infections and battery concerns was undetermined. The patient stated they didn't know reoccurring infections nothing clears it up with 4 different antibiotics. The steps taken to resolve the issue were the patient went to 2 doctors. The issue has not yet been resolved.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown serial# unknown: product type unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.